Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The fluoro functions and generator interface boards were suspected to be causing the sys lock ups. The sys continues to be monitored. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported communication failures and intermittent system functionality. No pt injury was reported.